Event description:
It was reported the patient felt no stimulation sensation at 10.5 volts on the left side following several falls the day before. The patient had fallen 3 times since being implanted on (B) (6) 2009. The stimulation was turned to 0 until the patient could be seen by the hcp. Problems with recharging and a power on reset condition were also reported. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).